Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Nineteen episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2016. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 512 ohms through (B)(6)2016, rises out of range by (B)(6) 2016. Oversensing due to non-physiologic signals/sic (sensing integrity counter). The 1489 v- sensing integrity counter (sic) in a 13 day period in previous session (B)(6) 2016. There was unexpected delivery of a ventricular tachyarrhythmia therapy. Ten inappropriate shocks delivered on (B)(6) 2016 due to non-physiologic oversensing.

Event description:
It was reported that the patient's lead conductor was broken. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.